Manufacturer narrative:
Pump was returned and analysis found pump/motor/feed through anomaly/shorting across insulator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that alarm was heard/ telemetry had not yet performed. Patient stated pump was alarming- patient was not due for a refill. Patient had increase in spasticity and increase in pain and fever. No further complications were reported. Additional information was received from manufacturer representative (rep). It was reported that the motor had stalled. The pump was replaced on (B)(6). The patient symptoms had been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative (rep). It was reported that the pump was returned on (B)(6) 2018, therefore there was no tracking number. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative (rep). It was reported that the pump was returned to the manufacturer for analysis. The rep did not know patient¿s weight at the time of events. No further complications were reported.